Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endobronchial tube was returned for evaluation. Visual inspection and performance testing was performed, and the device was found to function as intended. The customer reported malfunction could not be verified on the returned sample.

Event description:
A report was received stating that during &quot;prior to use&quot; testing, an endobronchial tubes cuff did not properly deflate. There was no patient involvement.